Event description:
Country of complaint: (B)(6). Defect type: breaking thread (suture).

Manufacturer narrative:
Us reporting agent notified: (B)(6) 2014. Defect type: breaking thread (suture). Samples received: 1 open cassette (date of cassette's opening not recorded). Eval on-going as of the report date. No activity available.